Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented a chronic infection issue. It was also mentioned that the patient was treated with antibiotics with no result, the patient stated that the pump is completely encased with bacteria. It was recommended for the patient to follow up with the physician. The ipp is currently implanted. There is no additional information reported.

Manufacturer narrative:
B3 approximated.